Manufacturer narrative:
The customer's report was observed during review of the device history logs. However, the device was put through extensive testing including bench handling and ECG stressing without duplicating the report. The defib connector and multifunction cable were replaced as a precaution. The device was recertified and returned to the customer. The customer's multifunction cable used at the time of the report was not returned as part of this investigation. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
This supplemental medwatch report updates information based upon your request which differs from the initial medwatch report filed. Please reference sections d4 model # updated, d4 catalog # removed, d4 primary UDI # updated.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device failed to discharge. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.